Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it was reported that the subject device was working again. Since the device was not returned for evaluation, and no further information was obtained, the root cause could not be identified. Although there was a procedural delay due to troubleshooting, the reported event did not result in patient harm. This supplemental report includes a correction to d9. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii video system center had no image. The potential adverse event issue was found during preparation for use for an esophagogastroduodenoscopy and colonoscopy and the procedures were completed with a similar device, a cv-180 with a one hour delay. There were no reports of patient harm.